Event description:
The bone mill handpiece cable was sent for service and it was noted during performance testing that there is a cut in a the cable and exposed bare wires are showing. No adverse event was associated with the device.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.